Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device will not switch on faulty on off switch. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2012. Upon receipt, the device could not be powered on as per the reported fault. Corrosion was observed on and beneath on/off dome within the membrane, which had resulted in no connection between the on/off button and the membrane pcba. This had led to the inability to power on the device.the fault could not be replicated after clearing the corrosion. This would confirm the corrosion had resulted in the failure of the membrane. The corrosion observed within the membrane, as well as on the usb contact collars on the device exterior, would indicate the device had been subject to storage outside of the indicated conditions. Information from the history log showed that the last manual power on prior to receipt at heartsine was recorded on the (B)(6) 2017. This would indicate the failure had occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
The device will not switch on faulty on off switch.there was no patient involved in this event.